Event description:
In a phone conversation with dr in 2004, co became aware of a field incident that included the foxhollow silverhawk as part of the procedure. This was also noted on a case report form from dr that was faxed to co later in the day at co's request. The case in question occurred a month ago at hospital, dr used a p4024 in an off-label setting to debulk a 20 mm lesion in the left ascending diagonal (lad) that was 90% stenosed. The reference vessel diameter (rvd) was 3mm. One insertion was made with 5 passes using the p4024. This was followed with the deployment of drug eluting stent (des) as planned. A second des was then deployed to overlap with the first des. The deployment of the second des resulted in a perforation of the artery. The perforation was sealed with the deployment of two jomed covered stents and the case was completed successfully. Three days later, the pt had a ventricular tachycardia, but was successfully resuscitated. Two hours later however, the pt expired. Dr was adamant that the perforation that occurred during the case was not due to the silverhawk device, but rather the des that was subsequently deployed.